Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2022 while they were connected to the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on 18may2022 while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log fie. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 1 day (18may2022 ¿ 19may2022 per the timestamp). The log file captured a loss of external power event while connected to the mobile power unit on 18may2022 from 13:46:14 to 13:46:19 due to the rsoc voltage and bus voltage in both power cables dropping below the expected voltage threshold. During this time, the rsoc voltage ranged from approximately 3.38 volts ¿ 12.69 volts and the bus voltage ranged from approximately 3.47 volts ¿ 14.8 volts. The intended rsoc voltage while connected to the mpu should be approximately 12.8 volts and the intended bus voltage should measure approximately 14.4 volts. This is consistent with a potential loss of power in the patient¿s home. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit and pump speed was not affected by the alarms. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was exchanged/removed from service/ if the mpu will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.